Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that they had a lead revision on (B)(6) 2025. On 2025-aug-10 additional information was received from a manufacturer representative (rep). The rep reported that they saw this patient for programming on (B)(6) 2025. There were no impedances on the lead, but the patient was feeling stimulation outside the bike seat area on several programs. They had no falls or trauma, but the rep did ask the doctor if they wanted to imaging, but it was unknown if that ever happened.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2y7xf implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp. The hcp clarified the statement about the lead revision and reported that the patient had a fall in (B)(6) 2025. They stated that xrays on (B)(6) 2025 showed that the lead had migrated out.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2y7xf, implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.